Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#: unknown serial# unknown. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, consumer, healthcare provider, foreign) regarding a pat ient who was receiving ropivacaine (naropin) (8.0 mg/ml at 27.9897 mg/day), morphine drug (2500.0 mcg/ml at 8746.8 mcg/day), and prialt (ziconotide) (1.5 mcg/ml at 5.2481 mcg/day) via an implantable pump. It was reported that a discrepancy between the expected volume and actual volume in the pump reservoir occurred. The expected pump reservoir volume was 1.5 ml; however, they emptied 11 ml. They suspected a catheter occlusion so further investigation was planned. In addition, the patient had reported alarms ringing between 2022-jun-01 and 2022-jun-03. The pump logs had been read to confirm whether the alarms were triggered or not. Since the (B)(6) 2022, there was no alarm triggered if when they referred to the logs. As per the logs provided, a non-critical pump alarm regarding low reservoir occurred on (B)(6) 2022. However, no other alarms were indicated in the logs from 2022-may-13 to 2022-jun-03. As per the log provided, the low reservoir alarm was set for 4.0 ml. Surgical intervention was planned but not yet scheduled. The issue was not resolved as of (B)(6) 2022. The patient was without injury regarding their status as of 2022-jun-05. The date of catheter implant was unknown or would not be made available. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative. Regarding the previous report of the hcp suspecting that the kink triggered damage on the rotor of the pump, it was clarified that a catheter kink was observed under fluoroscopy; therefore, the hcp was wondering whether the catheter kink could have led to a motor stall. Regarding if the event had been resolved, it was indicated that the system (pump and catheter) had been replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: unknown, explanted: (B)(6) 2022, product type: catheter. H6 correction: the device code a14 was not previously coded in error. The previously applied device code a26 is not applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-jun-16. It was reported that the patient had confused a sound coming from another device with a pump alarm. The hcp was certain that no alarm was ringing as the pump was read to confirm if an alarm was logged or not. There was no sign of an alarm in the pump logs. A 3d scan was also performed to obtain a clear picture of the catheter path in order to determine the cause of the volume discrepancy. No occlusion seemed to appear. However, the patient did not have pain relief and the discrepancy was still present. The pump and catheter were replaced on (B)(6) 2022. Before the procedure, the hcp attempted to aspirate csf through the catheter access port. They were able to aspirate, but were not able to inject a saline solution. The pump pocket was opened and a catheter kink was observed below the pump, where the catheter is usually wrapped up after implant. It was noted that the hcp suspected that the kink triggered pump rotor damage as a fluoroscopy exam performed prior to the replacement procedure seemed to show an "impairment".

Manufacturer narrative:
Continuation of d10: product ID 8780; explanted: (B)(6) 2022; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed a kink in the catheter body. Analysis noted a kink was observed distal the anchor. Analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.